Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had frozen display. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer was not call back after installing a new battery, monitoring the insulin pump for two hours and frozen display recurred. Customer reports the screen was not completely blank. Customer reports no alarms occurred during or after the time that the buttons were not responding. Customer states they change the battery. Customer states insulin pump buttons did not begin to work in less than five minutes without battery change. Advise customer to remove battery from the insulin pump, customer states insert battery alarm did not appear on insulin pump screen. The device will not be returned for analysis.